Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment, four legs were crossed. Additional manipulation with a balloon and guidewire were unable to uncross the legs. A new access site was gained and the filter was retrieved using a snare device; the procedure was successfully deployed from the initial femoral access site. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for evaluation or images were not provided. The complaint investigation is inconclusive for failure to expand. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to the event.